Event description:
Patient was seen in clinic for routine long term follow up care status post a total knee replacement seven years ago. X-ray revealed the stem had fractured. The patient has no history of trauma to the knee and is asymptomatic. He does not wish to undergo another surgery to repair or replace the prosthesis. He will be seen in follow up in 6 months.